Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula damage. The electrode found split. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened/used.

Event description:
The customer reported via phone call that they received calibration error alarm and change sensor alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they found that the sensor cannula was bent. The sensor was returned for analysis.